Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was between 240 mg/dl and 300 mg/dl. The customer's current blood glucose was 265 mg/dl. The customer reported experiencing headaches from their blood glucose. It was also reported the insulin pump would stop insulin delivery when the customer had one battery bar remaining. The customer was able to treat for their blood glucose with manual injections. Troubleshooting found the drive support cap was loose on the insulin pump. Customer stated they were able to stick their finger into the drive support cap area. It was also found the motor made a loud noise. The customer was unsure how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.